Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing consistent elevated blood glucose (bg) levels in the 300 (mg/dl) range with slight ketones. The customer administered manual injections to stabilize bg levels. Reportedly, the customer does not know the cause of the elevated bg levels and requested to run a system check to ensure pump is delivering insulin. During a system check with tandem technical support (cts), it was confirmed that the pump was functioning as intended and insulin was being delivered. It was recommended for the contact to reach out to the customer's health care provider regarding the cause of elevated bg levels.